Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease and movement disorders. It was reported the ins had been turning itself off. The patient stated the device had shut down once on (B)(6) 2018 and again on (B)(6) 2018. The patient stated it was charged but just shut down and they found out by using the remote. The patient stated the second time it went off and went on he felt a tingle go through his body. During the call the patient switched from icons to text on the remote to see if this helped. No further complications were reported or anticipated.